Manufacturer narrative:
Unit passed displacement, and self tests. No multiple insulin pump error alarm were noted during testing; however, insulin pump error alarm are found in the pump history file due to software errors. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump errors alarms. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.